Manufacturer narrative:
Investigation summary: this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel, rear case, ail and third party bottle pressure sensor. A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/12/2009 to the present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Investigation conclusion: a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a cracked bezel. It was reported there was no patient involvement.